Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device distal tip cover fell off into a patient. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The tip was recovered, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device distal tip cover fell off into a patient. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The tip was recovered, and the procedure was completed with the same device. There were no reports of patient harm.